Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not provide hemostasis after being deployed into the aorta. As a result, blood loss was more than normal; however, the attending surgeon stated no blood transfusion was required. The procedure was completed using a side biter clamp. No further patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.